Event description:
On 03/17/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt has been on tpn since approx (B) (6) 2006 to the present. As part of the administration of tpn it is required to flush her peripherally inserted central venous catheter (PICC) line with heparin. On (B) (6) 2007, pt began getting seriously ill with symptoms including, but not limited to vomiting, severe abdominal pains, nausea, and sob. Symptoms were so severe that she required hospitalization on numerous occasions. On (B) (6) 2007, pt was admitted to the hospital with vomiting and severe abdominal pain. On (B) (6) 2007 pt admitted to hospital with c/o sob and severe n/v while in the hospital she also suffered from a seizure. On (B) (6) 2007, pt admitted with c/o severe abdominal pain and n/v. On (B) (6) 2008, pt admitted with c/o severe abdominal pain, n/v, and suffered another seizure. Due to this second seizure she was prescribed anti-seizure medications which she continues to take today. On (B) (6) 2008, again admitted to the hospital with c/o weakness, dizziness, and abdominal pain. During this hospitalization she experienced hypotension.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.